Event description:
Upon opening new curved shears with pistol handle, tech cleaned them off using raytex gauze and noted that they caught on the gauze. Upon close inspection, noted insulation was burned off.